Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high threshold and failure in capturing. Diagnostic testing was performed. The rv lead remains in use and patient to be monitored. No patient complications have been reported as a result of this event.